Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope was fogging up during set-up. A new scope was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on 05/14/2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).